Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level 400 mg/dl. The customer¿s mother reported needing to change the basal rates. The customer had no symptoms. The customer did not treat for the high blood glucose level. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.